Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired at 9,163 joules. Also, it was reported that the fiber tip was damaged. No pt injury was reported. The device was not returned for eval.